Event description:
Customer update: the issue was noted after a patch operation (moving tissue from on part of the body to another) procedure. The procedure was completed with the same device. Patient was not under general anesthesia. There were no other devices involved with the event. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields:h2, h6, remove IFU comments from h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a crack in the cable. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Customer update: the issue was noted after a patch operation (moving tissue from on part of the body to another) procedure. The procedure was completed with the same device. Patient was not under general anesthesia. There were no other devices involved with the event. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed and determined the following cause: there is a cut on cable unit. Based on the results of the investigation, the most probable cause of the identified failures is problems traced to the user not following the manufacturer's instructions. A device history record-DHR review was conducted, and no issues were identified. The event can be detected/prevented by following the instructions for use which state: "each part of the camera head must not be subjected to strong force or impact. Inflicting strong force or impact on each part of the camera head may result in a breakdown of the device. Do not squeeze, pull, twist, rub the camera cable hard. Also do not bend the camera cable into a small arc whose diameter is 20 cm or smaller. Do not inflict strong impact on the camera head part and the video connector with the electrical contacts. When you bundle the camera cable, coil up without twisting it. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. When you straighten the cable, do not pull at it but slowly uncoil the loops. Pulling at the cable may break the device." Olympus will continue to monitor field performance for this device.